Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1302 captures the reportable event of hematuria. Patient code e1301 captures the reportable event of dysuria. Impact code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a left ureteroscopy and biopsy procedure performed sometime in 2021. During the procedure, the acquisition of the biopsy specimen was not adequate. One (1) day post-procedure (pod01), the patient visited the emergency department (ed) for dysuria and hematuria which was a known complication of the procedure. There was no infection noted and no clot retention. The patient was discharged without further management. Per physician's assessment, the event was serious, was probably related to the device, and causally related to the procedure.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during a left ureteroscopy and biopsy procedure performed sometime in 2021. During the procedure, the acquisition of the biopsy specimen was not adequate. One (1) day post-procedure (pod01), the patient visited the emergency department (ed) for dysuria and hematuria which was a known complication of the procedure. There was no infection noted and no clot retention. The patient was discharged without further management. Per physician's assessment, the event was not serious, was probably related to the device, and causally related to the procedure.

Manufacturer narrative:
Block h11: block b5 has been updated based on the additional information received on (B)(6), 2024. Block b3: the exact event onset date is unknown. The provided event date of (B)(6)2022, was chosen as the best estimate based on the procedure which happened sometime in 2022. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1302 captures the reportable event of hematuria. Patient code e1301 captures the reportable event of dysuria. Impact code f12 captures the reportable event of serious injury.